Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The keypad was sticking. Customer's blood glucose level was over 300 mg/dl. The insulin pump alarmed no delivery. The alarm was resolved with an infusion set and reservoir change. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 400 mg/dl. The customer was nauseous and vomiting and had a horrible headache. The customer also had a horrible stomach pain and experienced a diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.